Event description:
A doctor alleged that four (4) patients experienced an allergic reaction in the form of red blisters in the mouth and swelling of the lips after placement of the optiview lip and cheek retractor. This is the third of four (4) reports.

Manufacturer narrative:
The device and accompanying lip cushions were previously soaked in ventisept m plus disinfectant. The doctor suspected that the disinfectant could have been the cause of the allergic reaction as the blisters and swelling were concentrated primarily in the areas where the cushions had contact with the patient's mouth. The doctor prescribed kamillosan (an anti-inflammatory and antiseptic oropharyngeal) for the patient. To date, the patient is feeling better. The device involved in the alleged incident was not returned and no lot number was provided; therefore, no further investigation can be conducted.